Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The chronic totally occluded, 100% stenotic lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician advanced the 1.5 x 8 mm apex push balloon catheter to the lesion, meeting strong resistance during the advancement. When the balloon reached the lesion, the physician inflated the balloon to 6 atms. Then on the second inflation, the physician inflated the balloon to 10 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt's status is reported as "good". This device is only ous approved but is similar to marketed us device.